Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the subject meter started reading inaccurately high. The patient manages her diabetes with insulin pump therapy. It is not known whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She denied developing any symptoms as a result of the alleged issue. She claimed that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result with the subject meter of "500 mg/dl" compared to an unknown result on a paramedic meter, performed within an unspecified time of each other. She reported that a blood glucose test was the only treatment she received. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site and had described the correct testing steps. Her test strips had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.